Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. The cartridge was successfully reloaded to address the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Customer¿s blood glucose was between 159-168mg/dl.